Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a red triangle over the battery bay that the power adapter is plugged into. The ac plus is connected, but the rescue unit is not being powered. They were able to transport the patient using extra lithium ion batteries. There was no patient harm reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has a red triangle over the battery bay that the power adapter is plugged into. The ac plus is connected, but the rescue unit is not being powered. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country, event site address, city, state, postal code), g3, g6, h2, h3, h6(type of investigation, investigation findings,component codes, investigation conclusions),h10, h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) is facing issue with battery. A getinge field service engineer (fse) was contacted by (B)(6) today regarding the battery ac power adapter that is used in rescue mode. They said their is a red triangle over the battery bay that the power adapter is plugged into. The ac plus is connected, but the rescue unit is not being powered. It appears that the ac power adapter is faulty and needs to be replaced. He is under the impression the adapter is >10 years old. I notified (B)(6) of the issue as well. They were able to transport the patient using extra lithium ion batteries. There was no patient harm. Additional information: rc #(B)(4) 16-mar-2023: as per integration update / communication section from fse ¿no patient involvement no patient harm, prior to use on a patient.¿ no parts replaced. The adapter was scrapped and customer purchased a new one. The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.